Event description:
It was reported, there is a lot of discomfort when walking resulting in pain. Any activity he does he has pain. Blood work was done on (B)(6) 2012. A MRI will be done on (B)(6) 2012.

Manufacturer narrative:
At this time, the patient was unable to identify the devices implanted but believes them to be either rejuvenate or abg ii. Additional information has been requested and if received will be submitted on a supplemental report. An evaluation of the device cannot be performed as the device remained implanted was not returned to the manufacturer. Additional information pertaining to the device referenced in this report (including x-rays and medical records) was requested. Should additional information become available, it will be submitted in a supplement report.